Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading on multiple sensors. Reportedly, the first cgm bg reading was 360 mg/dl, and the meter bg reading was 77 mg/dl. Reportedly, a second cgm bg reading was 270 mg/dl, and the meter bg reading was 66 mg/dl. Reportedly, a third cgm bg reading was 50 mg/dl, and the meter bg reading was 190 mg/dl. No additional patient or event information was available. A root cause could not be determined. Replacement sensors were sent to the customer.